Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than 0.5 battery status last year. A memory dump was performed and analysis showed that the device was at elective replacement near (ern) and charge times were all valid. The physician will continue to monitor the patient and device. Additional information indicated that the there were no allegations with the device's longevity. The patient was scheduled for a device change out. The pacemaker remains in service as of this time. No adverse patient effects were reported.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.